Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they would get a rash from the sensor's tape. The customer stated that when they take the sensor off after 7 days the site would be sore, red, and with a rash from where the tape was. The customer's blood glucose level at the time of the incident would be around 50 mg/dl to 300 mg/dl. The customer also reported of a sensor glucose discrepancy. Troubleshooting was performed for the site and sensor issues. The customer declined troubleshooting for the high and low blood glucose. The device will not return for analysis.